Manufacturer narrative:
A ge service representative evaluated the system and replaced the power cap module. The system operates as intended.

Event description:
It was reported that the system displayed a precharge error and would not complete boot up. No patient injury was reported.